Event description:
It was reported that on (B)(6) 2013, the xience stent was implanted in a 90% stenosed lesion in the left anterior descending artery. On (B)(6) 2015, the patient presented with chest pain and thrombosis was found via angiography in the xience stent. It was confirmed that the patient stopped taking blood thinners in (B)(6) 2015. A non-abbott guide wire was advanced. In an attempt to cross through the xience stent, resistance was noted with the stent, and the guide wire became tangled. The guide wire was removed without issue, but the stent was explanted with removal of the guide wire. The physician stated that it is possible that the xience stent was not fully apposed during the initial procedure. The lesion was treated with a 3.0 x 18 mm vision stent. A good outcome was confirmed on angiography. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The device damaged by another device was able to be confirmed. The difficult to deploy and difficult to position (crossability) could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to deploy, device damaged by another device, or difficult to position (crossability) from this lot. Based on the reviewed information, no product deficiency was identified. The reported patient effects of angina and thrombosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries.